Event description:
On (B)(6) 2014 the reporter contacted animas alleging blood glucose levels up to 27 mmol/l with no symptoms or ketones. The reporter indicated taking a large amount of insulin to correct and blood glucose levels would respond and then go right back up. The reporter indicated changing out the site, set, cartridge and insulin and the blood glucose was starting to decrease. The reporter indicated that the pump appeared to be delivering basal insulin appropriately but alleged that the pump bolus did not seem to be delivering appropriately. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation that the pump boluses may not have been delivering appropriately which was unable to be resolved by troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.